Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture could not be confirmed. As received, a partial lead was returned in six pieces. The helix was retuned clogged with blood/tissue and was extended. The helix extension length was measured within specification. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. The lead failed in hi-pot test due to procedural the damages. Unable to perform the lead impedance test due the lead was returned in multiple pieces consistent with procedural damage.

Manufacturer narrative:
Correction:b5.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high pacing impedance. On (B)(6) 2022, the rv lead was revised; the rv lead was noted to have been not connected well into the device and so the rv lead was disconnected, checked to have normal impedance, and was reconnected. Patient was stable. On (B)(6) 2022, it was noted that the rv lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable. Additionally it was noted that the rv lead testing on (B)(6) 2022 was misinterpreted as having a high threshold value.